Event description:
Event description guidant received information that this implantable transvenous coronary sinus lead was explanted due to dislodgement. In addition, the rate/sense portion of this implantable transvenous defibrillation lead was capped because the physician wanted to pace the ventricle in a different area.